Event description:
It was reported that bd arterial cannula 20g/45mm tubing defecting/damaged describe the details of the customer's concern, incident (including how the issue was resolved) (B)(6)hospital using arterial indwelling needle, in the postoperative removal of the needle appeared broken tube, so the surgery to remove the broken tube part; the above information for the distributor to inform the clinical customers refused to communicate, the patient's family emotional, demanding the hospital in accordance with the medical malpractice compensation. The exact time of the clinical incident is unknown; we received a phone call from the distributor on the afternoon of (B)(6), 2024, informing us of the incident.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on the DHR review, there is an in-process inspection as to inspect for product damaged, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. 1 photo is received. Broken catheter is observed on the catheter tubing near the nose area in photo provided. Arterial cannula tube draw machine: the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause broken in the catheter tubing. Arterial cannula assembly machine: there is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. There is no sample received for this investigation. If there is a sample, the sample can be investigated on cause of the broken catheter. The complaint will be re-open when there is a sample received for this complaint.

Event description:
Describe the details of the customer's concern, incident (including how the issue was resolved) puyang city, henan province, oilfield general hospital, anesthesiology department using arterial indwelling needle, in the postoperative removal of the needle appeared broken tube, so the surgery to remove the broken tube part; the above information for the distributor to inform the clinical customers refused to communicate, the patient's family emotional, demanding the hospital in accordance with the medical malpractice compensation. The exact time of the clinical incident is unknown; we received a phone call from the distributor on the afternoon of october 24, 2024, informing us of the incident. Additional information: the arterial indwelling needle on the right side of the picture is the indwelling needle that fractured during this complaint. The crack can be seen when the picture is enlarged. In addition, please understand that this picture is the highest resolution picture I have in my hands.